Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/30/2014 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the pump¿s black box showed evidence of a sudden voltage drop on (B)(4) 2013; illustrating short battery life. During testing, the current draws were found to be above specifications. The short battery life issue was duplicated. An intermittent connection was found on the printed circuit board. The connection was re-established and the current draws were nominal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).